Manufacturer narrative:
Follow up report 002 (ref natus complaint # (B)(4)). No product was returned for evaluation. A review of the risk document, (doc-035407 rev f ) has been completed and risk identified as6.3 (needles are thin and flexible, needle may break.) With a severity of 11 assigned. Risk therefore is determined as moderate. A further risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed a review of the device history record (DHR) wo226203 was completed for the manufacturing lot 0846384620 with no issues noted. There were no ncrs raised in respect of the work order. There were also no scrap issues to note during production of this lot. Based on the available information a manufacturing defect is unlikely. As per qms-004442 (corporate trending and analysis procedure, rev. D), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A review of the complaint trending completed as part of the quarterly corporate data analysis in q1, 2020 and also as part of the gort monthly complaints trending was carried out. A search for service data that may have been relevant to this issue was conducted . No further information related to this issue was found. Faillure confirmed :no investigation result code: neuro sbu/needle break closure rationale: complaint could not be verified, materials not returned for analysis

Event description:
Botox was being administered by physician with emg guidance into right mid-calf.upon removal of injection needle, physician noted there was not a needle attached and it was in the patient's body.

Manufacturer narrative:
Follow up report 001 report (ref natus complaint # (B)(4)). The defective needles have been requested back from the customer, return label was generated however the customer has not returned the product under the returns label sent to them. There is currently no product to review or investigate. CAPA and complaint trending review: as per qms-004442 (corporate trending and analysis procedure, rev. C), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A review of the complaint trending completed as part of the quarterly corporate data analysis in q3, 2020 (ref: (B)(4) rev. D) and also as part of the (B)(6) monthly complaints trending (ref: (B)(4) rev. B) was carried out.

Event description:
Botox was being administered by physician with emg guidance into right mid-calf. Upon removal of injection needle, physician noted there was not a needle attached and it was in the patient's body.

Manufacturer narrative:
Initial report ref natus complaint # (B)(4). Botox was being administered by physician, with emg guidance into right mid-calf. Upon removal of injection needle, physician noted there was not a needle attached and it was in the patient's body. Physician and rn unable to palpate needle under skin. Physician called ir, patient transferred per wheelchair by medical assistant to ir. Patient informed of events with help of interpreter on wheel, ID number (B)(6). (B)(6). 2021: questionnaire has been sent and returns have been requested. Related device history record - (B)(4) has been requested for review.

Event description:
Botox was being administered by physician with emg guidance into right mid-calf. Upon removal of injection needle, physician noted there was not a needle attached and it was in the patient's body.